Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged insulation on the conductor wire that exposed the internal wires. The damage was located at the distal end of the bipolar yaw pulley. There was no material missing and no thermal damage was observed. The electrical continuity was tested and passed. The root cause is attributed to a component failure. The complaint regarding a damaged wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Preliminary image review performed by the regulatory post market surveillance (rpms) analyst identified a likely damage to the conductor wire. Image was further analyzed by the failure analysis engineer (fae) and the image does not show any signs of thermal damage or identify an exposed internal wire. The probable root cause of a broken and/or dislodged conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. This complaint is considered a reportable event due to the following conclusion: the customer indicated a damaged wire. Preliminary image review identified a likely damage to the conductor wire . Failure analysis found that the conductor wire insulation was damaged. The internal wires were exposed as a result. The damage was located at the distal end of the bipolar yaw pulley. There was no material missing and no thermal damage was observed. The electrical continuity was tested and passed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
After completing a da vinci-assisted benign hysterectomy surgical procedure, the customer reported observing that the fenestrated bipolar forceps had a damaged wire. The procedure was completed using the same fenestrated bipolar forceps with no reported injury.